Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The visual inspection showed damaged power cable insulation. The f-67 alarm (supply voltage of cpu circuitry is too low) was identified during functional testing and the review of the alarm log. The visual inspection showed a damaged card sensors and fsr damage. The flogard was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f67 alarm (supply voltage of cpu circuitry is too low). This occurred upon powering up the device. There was no patient involvement. No additional information is available.